Event description:
During the evaluation of a returned homechoice (hc) device, a baxter service technician determined that the hc failed volumetric accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The results of the sample analysis revealed inaccurate fluid reading due to a deteriorated piston foam. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed. Should additional relevant information become available, a supplemental report will be submitted.